Event description:
The patient was being cooled using the icy line and thermogard. A wet spot was noticed on the patient's chuck and the tubing was noted to have air in it and the saline bag was empty. The machine was placed on standby and upon inspecting the line, there was a crack in the plastic piece proximal to the patient.